Manufacturer narrative:
Alleged failure: "together type tear in optics. Staff, surgeons and nurses treat the product correctly" update - "1. Please provide clarification and details regarding the issue/failure mode of the scope. This is about 2 scoops. Where with error. It is a crack in the scope in exactly the same place. We don't know how it happens. The scopes are treated correctly. They wonder and have never experienced a similar error. They've got new scopes. They have gone from hd (0502104030, precision hd arthroscope) to 4k (502444030 precision ie 4k eyepiece arthroscope, autoclavable, 4mm x 30°, 140mm, speed-lock). There are some significant differences in material, manufacturer or otherwise?" The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the scope came into contact with an activated rf probe, or extreme handling during cleaning/maintenance. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.